Event description:
The manufacturer received a report indicating that a trilogy evo ventilator was returned for service. No patient involvement, harm, or injury was reported. The device was evaluated at a third-party service center. The unit was noted to be in good functional condition and displayed only patient-related codes, which do not affect therapy delivery. However, review of the device error logs identified an alarm indicating a potential issue with the supercap or charging unit. Available service documentation did not specify that replacement of any components was required to address the issue, and no additional actionable error codes were identified. During inspection, the device was also noted to be missing its filters, although the gaskets remained in place, and dirt was observed on the vanity cover. The device was subsequently scrapped.

Manufacturer narrative:
The reported failure of a potential issue with the supercap or charging unit is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), indicated that the device failed testing for error type prior to distribution. This is documented in qn (B)(4). Quality notifications (qn) are created solely for issues that occur during the manufacturing process. Trending on manufacturing issues is conducted on a monthly basis through quality business reviews (qbrs) to identify triggers requiring escalation to CAPA and/or further investigation. This failure alone is not indicative of a systemic issue requiring escalation. The device was found to be acceptable to be released for distribution after this issue was resolved.